Manufacturer narrative:
Date of event: date estimated. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the available information, the reported recurrent mitral regurgitation (mr) appears to have been a result of patient conditions. The reported heart failure appears to have a result of the recurrent mr. The reported patient effects of recurrent mr and heart failure as listed in the mitraclip instructions for use, are known possible complications associated with mitraclip procedures. The reported hospitalization and additional therapy/non-surgical treatment were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is being filed to report that after the initial procedure, the patient presented with increased mitral regurgitation (mr) and heart failure. It was reported that the mitraclip procedure was performed on (B)(6) 2018 to treat mixed mr. One clip was implanted reducing mr to 1. On an unknown date, the patient was noted to have increased mr with grade 4 due to poor control of heart failure. There was no tissue damage or issues with the clip. On (B)(6) 2020, a second mitraclip procedure was performed. Two clips were implanted, reducing mr from 4 to 1. The procedure was completed without issue. No additional information was provided.